Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Donor nephrectomy - "the beg disconnected from the opening stopcock at the beginning of the action and before the dr begin to insert the specimen into the beg." Patient status - released.

Manufacturer narrative:
Additional information was requested from the customer and provided. Adverse event or product problem: there was no patient injury or illness associated with this event. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted a clean cut on the cord loop at the distal tip of the tube. No other non-conformances were observed. The root cause of the cut cord is likely due to contact with a sharp instrument after deployment. During the manufacturing process, all cord loops are 100% visually inspected prior to assembly. As stated in the instructions for use (IFU), "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." Although the root cause could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received from distributor via email on (B)(6) 2016: I wasn't present at the procedure, but from the talk that our sales rep had with the doctor after the surgery, I understand that during the extraction of the bag from the shaft the cord torn, and the bag fell off the shaft unopened. The product that we collected seems to match the doctor version.